Manufacturer narrative:
This report is being filed on an international product, list number 193-000 that has a similar product distributed in the us, list number 190-000. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m147962 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot m147962 and test base part number 190-430 / lot m147962. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m147962 showed that the complaint rate is 0.00183%. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However, a possible assignable root cause is sample interference or cross contamination. H3 other text : other - device not returned; single use.

Event description:
The customer reported a false positive result using ID now covid-19 assay performed using an unknown sample type. No repeat confirmation testing was provided at the time of this report. Although requested, no additional information, including patient outcome or treatment, was provided.

Event description:
The customer reported a false positive result using ID now covid-19 assay performed using an unknown sample type. No repeat confirmation testing was provided at the time of this report. Although requested, no additional information, including patient outcome or treatment, was provided.

Manufacturer narrative:
This report is being filed on an international product, list number 191-000 that has a similar product distributed in the us, list number 190-000. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m147962 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot m147962 and test base part number 190-430 / lot m147962. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m147962 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However, a possible assignable root cause is sample interference or cross contamination. Please see fields for appropriate corrections: d5, e1-country and h10 h3 other text : other - device not returned; single use.

Manufacturer narrative:
This report is being filed on an international product, list number 193-000 that has a similar product distributed in the us, list number 190-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Device not returned; single use.

Event description:
The customer reported a false positive result using ID now covid-19 assay performed using an unknown sample type. No repeat confirmation testing was provided at the time of this report. Although requested, no additional information, including patient outcome or treatment, was provided.